Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: standard offset 40mm diameter glenosphere cat# 110030776 lot# 65981737 +3mm thickness 40mm diameter bearing cat# 110031428 lot# 65994931. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. The glenosphere, bearing, and tray were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.